Event description:
On (B)(6) 2021 a false negative result occurred when using a medline hcg urine cassette test (lot hcg1022033). A positive result on a home pregnancy test occurred therefore another medline hcg test was administered (lot hcg0112009, MDR 2027969-2021-00102) which gave another false negative result. Confirmatory blood work using an unknown method provided a positive result; exact result not provided. There was no adverse event and the patient did not have treatment given or withheld due to the event. Although requested, no further information has been provided.

Manufacturer narrative:
Second lot number may have been involved, hcg0112009. Pending device return. Results pending completion of the investigation. This MDR is associated with 2027969-2021-00097, 2027969-2021-00100, 2027969-2021-00101, 2027969-2021-00102 (hcg0112009), 2027969-2021-00103.

Manufacturer narrative:
D4: UDI (B)(4).

Manufacturer narrative:
B5: customer update about confirmatory testing from md office and hcg1022033 was the first lot used then the lot hcg0112009 was administered. B6: two home pregnancy tests were positive prior to the testing on the medline hcg urine cassette test. Customer update about confirmatory testing from md office. B7: last menstrual period unknown. Investigation conclusion: retained devices from the reported lot number were tested with cut-off standard (25 miu/ml) and high-hcg clinical urine samples (207.37-235.17 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Please note: a urine specimen must be collected in a clean and dry container. A first morning urine specimen is preferred since it generally contains the highest concentration of hcg; however, urine specimens collected at any time of the day may be used. Urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. Per the packet insert: - very dilute urine specimens, as indicated by a lot specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. - false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. - this test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test.

Event description:
Customer reported on (B)(6) 2021 hcg1022033 was the first lot used then the lot hcg0112009 was administered. The customer also reported on (B)(6) 2021: two home pregnancy tests were positive prior to the negative results when tested on the medline hcg urine cassette test. The patient went to their md and an unknown type of test confirmed a positive result, type/specificity not provided.